Event description:
The reporter contacted animas on (B)(6) 2012 stating that the audio bolus button was unresponsive and off the pump. The reporter was unable to determine whether damage occurred prior to tactile changes. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a carrying case and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): inspection confirmed the audio bolus button cover was detached and missing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.